Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was diagnosed with prostate cancer. The patient requested explant of their evoke scs system to accommodate magnetic resonance imaging (MRI). The evoke scs system was confirmed to be MRI compatible and functioning as intended prior to the explant.